Event description:
The physician was performing an embolization of a vein of galen using a solidifying fluid, isobutyl 2 - cyanoacrylate (ibca). In removing the catheter, the distal section detached and remains in the right internal carotid artery.according to the physician, the patient has no clinical sequela.